Manufacturer narrative:
The na electrode lot number was dby02 with an expiration date of 29-dec-2025. The calibration was last performed on 24-mar-2025 and it was acceptable. The qc recovery was slightly low but in range. The alarm trace did not show any abnormality. The field service engineer found that the reagent flow path needed cleaning (component failure). He cleaned the reagent flow path including the dilution cup and the sipper. Precision studies, operational and mechanical checks were performed and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 143 mmol/l. The customer noticed that the initial result was high and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 133 mmol/l (tested on another cobas pro ise). The repeat result was deemed to be correct.